Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) 2012 and this MDR is being mailed on (B)(4) 2012. Siemens investigation of the reported incident reveals that there are three (3) independent sources displaying treatment documentation involved with this issue, each showing identical values of: gantry angle - 0 degrees, collimator angle - 0 degrees, field size - 20x20 cm, mu's - 139. Basic analysis of provided data indicates an issue with stored plan versions. Sequence of versions of related rt-plan is not complete. "Plan predecessor chain" is broken. The investigation of log files shows that the dose of 159 mu was in fact delivered with an incorrect setup (field size and gantry angle). The dose of one fraction was delivered to the wrong treatment location. As such, it is possible that the created plan version on the rt therapist assist may not have been available the next day on the syngo rt therapist. However, siemens investigation of the reported incident is on-going and a supplemental report will be submitted upon completion of the investigation. (B)(6).

Event description:
Siemens was notified on (B)(6) 2012 that after pt treatment, the pt documentation on the rt therapist shows incorrect settings were recorded with the collimator at 0 degrees, the gantry at 0 degrees and field size at 20x20 cm. Reportedly, the customer set-up the pt's brain treatment plan on the rt therapist assist (offline workstation). The set-up was for "two (2) fields right latitude (90 degrees gantry, 40 degrees collimator, 8x16 field size) and left latitude (270 degrees gantry, 320 degrees collimator and 8x16 field size) with 159 mu's. Both positions were checked and approved." The pt treatment was performed using the rt therapist (online workstation). The treatment documentation recorded the collimator at 0 degrees, the gantry at 0 degrees and 20x20 field size, while the radiotherapists are adamant that the gantry moved to 270 degrees. They also reported having done a diode right latitude and left latitude that shows the pt did receive the correct treatment with the gantry at 270 degrees, collimator at 320 degrees, and 8x16 field size. There is no report of mistreatment or pt injury. The reported issue occurred in (B)(6).